Event description:
It was reported that patient experienced infusion sets were damaged prior to usage as patient received the sets with packaging was not sealed properly misshaped or sterile packaging not intact event on (B)(6) 2026.

Manufacturer narrative:
E1: name: abbvie inc., street: 1 north waukegan road, city: north chicago, state: il, zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.